Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl and reported a sensor glucose vs blood glucose reading mismatch.  Troubleshooting was performed and found that the blood glucose value was unknown mg/dl and the sensor glucose value was 40 mg/dl at the time of the event. The insulin delivery was suspended due to sensor glucose vs blood glucose difference which was found in the carelink reports. The customer was admitted to the emergency room and treated with a food intake. No further patient complications were reported. It was unknown whether the customer will continue the use of the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: customer reported a past event of having a low with sensor glucose of 50mg/dl. Blood glucose was also 50mg/dl. There was no sensor glucose versus blood glucose issue. Customer said he was dizzy and lost consciousness. He went to the emergency room and was given a serum and carbohydrates to treat the low. Helpline said, per the carelink reports, the pump had stopped insulin delivery before the low and that the pump had predicted the sensor glucose and gave insulin as needed based on carbohydrate counting and active insulin. Helpline advised the customer to check the pump settings with the doctor. Helpline told customer that smartguard aggressiveness might be affected by smartguard target and active insulin time. Per helpline, pump was working properly. Incident date is (B)(6)2023 per sap for pump. Pump was used at the time of the incident. Per customer, smartguard was used and auto correction was on. So, per customer, sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.